Event description:
In 2008, a lay user/patient contacted lifescan (lfs) alleging that a onetouch ultrasmart meter had an error 5 message. The complaint was classified based on the customer service representative (csr) documentation. The patient tests his blood glucose at least four times a day and manages his diabetes with lantus taken on a sliding scale. On the day before, at around 8-9 am, the patient reportedly noticed an error 5 message on his meter's display. As as result of the alleged meter issue, the patient claimed that he continued taking his usual dose of 38 units of lantus to manage his diabetes. However, sometime after the reported meter issue, the patient claimed that he felt "shaky" but reportedly did not seek medical intervention. The patient mentioned that he was not tested on any other devices during this time. During troubleshooting, it was verified that this was not a new out of box product. The testing technique was correct; however, the test strips were damaged (use error). The patient's products have been replaced. The complaint is being reported due to the following conclusions: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.